Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the distal end and the suction, the instrument, the air/water channels of the device. The testing result cleared the (B)(6) guideline. (B)(4) checked the subject device and found following. -there was dirt inside the light guide lens. -the adhesive of the bending section rubber was porous. -the insertion tube and the boot were bulged and worn out. -the air/water cylinder and the suction cylinder were worn out. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. -klebsiella pneumoniae (400 cfu/100ml) -escherichia coli (10 cfu/100ml) other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device had been reprocessed with a non-olympus automated endoscope reprocessor, medivators advantage plus, using peracetic acid. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Olympus medical systems corp. (Omsc) surmised that this phenomenon attributed to the following. The user handling of the device reprocessing was inappropriate the device was contaminated occurred during the microbiological testing. If significant additional information is received, this report will be supplemented.